Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 c-ring is too close to the jaws when advancing both.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code "1384" removed. The device was returned to the factory for evaluation on 05/31/2024. An investigation was conducted on 06/25/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The c-ring, heater wire, and clear silicone insulation of the jaws were observed to be intact with no visual defects observed. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. The harvesting device was inserted into the cannula port and it was observed that the c-ring was in closer proximity than normal to the jaws. Based on the returned condition of the device, the reported failure "material deformation; c-ring wire" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000380314 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure material deformation; c-ring wire. CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.